Event description:
Boston scientific crm received information that this lead was part of a system explant due to a risk of patient infection. This lead had been implanted following the resolution of a previous infection; however, the device pocket reopened and the physician elected to explant the acute system due to the possibility of infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Macroscopic analysis was performed on the retrieved insert. The proximal articulating areas of the insert showed minimal wear. A curved area of wear and deformation due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Damage of one of the dovetails was also observed. A fully locked insert would show mild rounding of the anterior locking mechanism. The anterior locking mechanism showed partial upward deformation suggesting that the insert was not fully engaged into the tibial base. The features observed on the insert suggest that the partial engagement of anterior locking mechanism may have contributed to the disassociation of the insert from the tibial base. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the partial engagement of the insert. The contribution of the tibial base to this issue is unknown as it was not returned. Damage of the distal surface may have occurred due to the insert riding on the tibial tray after disassociation.

Event description:
It was reported that revision surgery was performed due to disassociation.